Event description:
False positives obtained from laboratory testing for the virus that causes covid-19. Results reported (B)(6) 2020. Affected parties were notified and corrected reports were issued. We have not been notified that injury or death resulted from any of the false positives. FDA safety report ID# (B)(4).